Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, allergic reactions (pt: hypersensitivity), was deemed to meet serious injury criteria because the adverse event existed for 3 years and therefore a permanent damage to a body structure could not be excluded. The device history record could not be reviewed as the lot number was not reported.

Event description:
This consumer report was received from a (B)(6) consumer and concerns a male patient. He was injected with radiesse®, into the jawline (as reported), 3 years prior to this report. Directly after the treatment with radiesse®, the patient experienced allergic reactions on the whole body (as reported). In the meantime, the patient had sticky mucus secretions. The patient had numerous visits to the physician, and the injector wanted no more contact. At the time of this report, the patient still showed allergic reactions (considered as permanent damage). The outcome of the event was reported as not resolved.